Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. (B)(6) alleges that the sling left bruising all over his body. Also (B)(6) alleged that the sling had caused the skin on the back of his leg to peel because of the sling rubbing against his legs. He said that it is very uncomfortable. MDR filed.